Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure to treat an osteoporotic compression fracture at t12. During surgery, it was reported that cement migrated from the caudal endplate but the patient was asymptomatic so additional intervention was not required. No further complications were reported. It was reported that the cement was not stored at 23 +/-1°c for 24 hours prior to use but it was "doughy and homogenous prior to use" in the patient.

Manufacturer narrative:
(B)(6). (B)(4). Location : hospital. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.